Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended running ventilator on extended self-test (est) and test lung. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
(B)(4).